Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive rotational torque or some kind of sudden stress applied to area around the venting connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of sterilant cap not connecting was confirmed. The device evaluation found the venting port valve was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the sterilant cap was not connecting properly to the tracheal intubation fiberscope. The issue was found during reprocessing. There were no reports of patient harm.